Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found brush passage had no pass from suction cylinder to scope, no pass from suction cylinder to grip; switch 1, 2 and 3 had deep cuts; left/ right/ up/ down angulation was low; control knob was loose; distal end plastic cover had dent and scratched; objective lens had tiny edge chipped and worn glue; light guide lens had internal crack, small light guide chipped and worn glue; bending section cover glue was cracked on both sides; insertion tube had minor scratches all over and not catching cotton; suction flow was clogged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected d9 - device return date from feb 26, 2024, to jan 26, 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user forcibly detached the suction valve, causing the malfunction to occur. However, a definitive root cause could not be determined. User can appropriately detect the suggested event by handling device in accordance with the following instructions for use (IFU). Operation manual - "preparation and inspection" "inspection of the endoscope" "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.